Event description:
While laboratory employee was decapping tube (lot number and catalog number are unknown), tube broke and cut employee's right thumb. Post exposure testing performed as per hospital policy for hiv, hep. C and alt.